Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited image blackout. There was no report of any patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: image blackout. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: cause traced to the component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.